Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 42 mg/dl. Customer reported they adjusted the basal settings but at night still had issues with low blood glucose. Customer blood glucose were getting as low as 42 mg/dl. Customer treated for low blood glucose with food. Customer had been experiencing low blood glucose for a few months. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not alleged insulin pump was over delivering. Customer reported insulin pump was worn during a medical procedure or test around a magnetic resonance tomography. Customer had test in the hospital and he was told to keep the insulin pump on. Customer reported displacement test passed. The insulin pump will not be returned for analysis.